Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left coil is in the tube or if it has perforated') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and skin disorder ("little bumps on the inside of my index finger"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and skin disorder outcome was unknown. The reporter considered skin disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2018, and removal date as (B)(6) 2018. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: social media report received. Reporter and medical history were added. Surgery name updated in non drug treatment. Amendment: the report was also amended for the following reason: this case is retain is retain case and all the information from case (B)(4) was transferred to case no (B)(4) . Reporter added. On (B)(6) 2018, she implanted essure. On (B)(6) 2018 she explanted essure . Essure indication updated. Event medical device removal was updated to left coil is in the tube or if it has perforated and little bumps on the inside of my index finger. Reference were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('left coil is in the tube or if it has perforated') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included premature baby. On (B)(6) 2018, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and skin disorder ("little bumps on the inside of my index finger"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and skin disorder outcome was unknown. The reporter considered skin disorder and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2018, and removal date as 13nov2018. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.